Event description:
The report received from the affiliate indicated that during an interventional procedure, on a male pt, the cypher 2.5 x 23 mm stent did not cross the proximal left anterior descending (lad) target lesion. The lesion was reported to be: heavily calcified, highly tortuous, and a 90% stenosis. There was no reported pt injury. When the product was returned for inspection, the distal stent struts were noted to be uplifted.

Manufacturer narrative:
Additional information obtained indicated that the lesion was pre-dilated with a sprinter 2.5 x 15 mm balloon pressure/duration unk. The product was report to have been inspected prior to use and appeared to be normal. The product was prepped properly with no problems noted. There was no resistance reported while advancing the stent delivery system (sds) in the guiding catheter. It was not known if excessive force was used to cross the lesion. There was no report of any stent strut uplift, or kinks/bends reported in the sds after removal. It was not known what was done to treat the lesion/pt. No additional information was available. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.